Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the lot information was not provided therefore the DHR was not reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product was not reviewed. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during placement which may have caused tension on the abutment which could have led to the fracturing of abutment over time. Additionally, it is unclear the methods of abutment placement used during the installation and the insertion torque value. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the adverse effects section: "the following adverse effects have been observed when using prosthetic components and accessories: components used in the patient's mouth have been aspirated or swallowed. The abutment screw has fractured due to application of excessive torque." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the recommended torque values section: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm". The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for analysis. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a patient presented to the (B)(6) with concerns related to a previously placed dental implant. The patient had undergone primary implant placement surgery at tooth location # (B)(4) on (B)(6) 2025. The patient presented with an issue on (B)(6) prior to the second-stage surgery. During evaluation, the doctor discovered that the abutment was fractured. The planned prosthesis was a single-tooth restoration, and the opposing arch consisted of natural teeth. The patient experienced symptoms of pain and infection, which resolved following implant removal. The patient did not sustain any permanent injury and did not require any additional medical or surgical intervention. The patient's bone quality was classified as type iii, and oral hygiene was reported to be fair.